Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shock and atp therapy during an episode of svt. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.